Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Some staples were able to be deployed and form properly. Even though the knife blade cut the tissue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection procedure. The firing for the dst anastomosis was performed, but only a part of the staples were placed to the tissue. Even though the knife blade cut the tissue. Upon removing the stapler and the anvil from the bowel, the oral side tissue and the anal side tissue were not anastomosed and the site was opened. Donuts were taken but no stapler were there. Additional resection was performed and another stapler was opened to anastomose the site. The tissue was not too thick. Nothing extra, like a clip, got caught in at the firing. The surgical time was extended by more than thirty minutes. Less than 200 cc's of bleeding occurred as a result of the issue. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.